Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00502. It was reported the patient has been experiencing overstimulation and insufficient/inadequate therapy. An impedance check revealed high impedance. X-rays were taken but the results are unknown. The patient may undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00502. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00502.